Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pacing impedance gradually decreasing throughout record and has been less than 200 ohms since week of (B)(4) 2014. (B)(4).

Event description:
It was reported there was low impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.